Event description:
Angled micro pituitary pick up broke as neurosurgeon performing foraminotomy, laminotomy and excision of disk herniation. X-ray performed to assure no retained equipment. No foreign body noted, no patient harm.